Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - on (B)(6)-2015 a vf alert came from home monitoring reporting a suspended charge. At the time of the event, the patient was at work as a carpenter and was working on a roof. On (B)(6) t-wave oversensing was suspected and the device settings were changed. During a regular visit on (B)(6), noise was seen on the rv lead and a revision was scheduled. During the revision a new rv lead was implanted, but this lead remains implanted as well.